Event description:
Caller performed a correlation study with the triage cardiac profiler and reported discrepant results. The customer compared triage test results with those of the access ii analyzer; edta whole blood samples were used. Results as follows: false negative troponin (tni) results for all 3 patients, and a false negative ck-mb for patient #3.

Manufacturer narrative:
Investigation pending.